Event description:
Third party service agent contacted physio control to report that their customer's device unexpectedly lost power while being used with a patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio control further evaluated the customer's device and the reported issue was able to be verified and able to be duplicated. The root cause of the reported issue is related to the main assemblies: a01 and a02 pcbs. Further root cause in unable to be determined. The device could not be repaired and was returned to the customer unrepaired.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed a clinical review of the device data and in the medical judgement of the reviewers the device use did not contribute to the patient outcome.

Event description:
Third party service agent contacted physio control to report that their customer's device unexpectedly lost power while being used with a patient. The patient associated with the reported event did not survive.